Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 571 mg/dl and that the insulin pump alarmed insulin flow blocked. The customer did not mention any symptoms of their blood glucose levels. The customer treated with manual injections. The customer did not provide their blood glucose level at the time of the call. The customer reported that they had changed the infusion site several times however the insulin pump was still prompting them with the insulin flow blocked alarm. It is unknown if the insulin pump was in automode at the time of the incident. Troubleshooting was performed and a complete reservoir and infusion set change resolved the issue. The insulin pump will not be returned for analysis.